Event description:
The below report was received by health authority (B)(6) (reference number: (B)(4)) on 01-jun-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("chronic pain in the pelvis depending on the position, becoming increasingly strong") in a (B)(6) year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3073 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), vision blurred ("blurred vision") and metamorphopsia ("distorted vision"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, vision blurred or metamorphopsia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-jun-2022. The most recent information was received on 17-jun-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain in the pelvis depending on the position, becoming increasingly strong') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, the patient experienced pelvic pain (seriousness criterion medically significant), vision blurred ("blurred vision") and metamorphopsia ("distorted vision"), 8 years 5 months after insertion of essure. At the time of the report, the pelvic pain, vision blurred and metamorphopsia outcome was unknown. The reporter provided no causality assessment for metamorphopsia, pelvic pain and vision blurred with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.